Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for spinal pain. Friend/family member reported that the patient fell and the ins was not working. It was reported that the patient could not walk and the pain meds were not even working to help. It was reported that someone needs to watch the patient because they are afraid of what they may do because of the pain. No further complications reported/anticipated.